Event description:
The internal data of the generator was reviewed. Per the internal data, a reset occurred on 08/30/2019 and on 10/16/2020. No obvious cause of the resets were identified. Beyond the resets, no other anomalies were identified. Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that nothing unusual happened on the date of the resets . No further relevant information has been received to date.

Event description:
An addendum internal investigation was performed regarding the generator reset. It was determined that the cause of the resets was due to dendritic growth which was observed on the routed edge of the printed circuit board assembly. The probable root cause is likely related to the laser-routing process. No other relevant information has been received to date.

Event description:
It was late reported that patient had another error code 1 hardware reset occur upon interrogation. Troubleshooting was done and error code was still seen. Wand rest and tablet reset did not resolve issue. It was confirmed there were no lead breaks or any issues noted with the device. Diagnostics were noted to be ok. Patient was also referred for x-rays and no lead anomalies were seen. No further relevant information has been received to date.

Event description:
The patients health care provider reported that on multiple occasions the patient had come in to be interrogated and had been found with their therapy disabled. It was reported that this was initially seen in august of 2019 and then again in january of 2020. It was reported that both time the patients therapy had been re-enabled. It was indicated that during the patients most recent previous visit in february of 2020 everything had been normal but when interrogated in february 2021 the patient was found to have their therapy disabled with an error code (1) message displayed. After re-interrogating, the patients therapy was able to be re-enabled. The manufacturers device history records of the generator were reviewed. The generator past final functional and quality specification prior to release for distribution. No further relevant information has been received to date.